Event description:
This rv lead dislodged on (B)(6) 2024 and was repositioned, then dislodged again on (B)(6) 2024 and was repositioned again. Difficult heart anatomy. Device remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.